Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Sensor was attempted to scan with evm (evaluation module) however, sensor did not scan. Reset the evm and scanned the sensor again however, sensor did not scan. Data was attempted to be extracted using approved software and data extraction was not successful. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Further investigation was conducted, where a visual inspection was performed on the returned sensor and no anomaly was observed. The returned sensor was de-cased and no anomaly was observed on the printed circuit board assembly (pcba). Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. Data could not be extracted initially from the returned sensor as sensor did not scan. The returned sensor battery voltage was measured, and result was not within the specification range. The de-cased sensor was placed in test fixture and was able to scan successfully. Functionality test was performed to confirm the functionality of the returned sensor. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The sensor did not scan initially due to low battery voltage but did not impact the functionality of the returned sensor. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received recurring unspecified lower sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer reduced their insulin medication and began to experience unspecified hypoglycemic symptoms and fell. An ambulance was contacted, and the healthcare professional (hcp) provided the customer with glucose intravenously, but the customer's condition worsened. The hcp obtained an unspecified laboratory result and diagnosed the customer with hyperglycemia. The customer was provided with unspecified infusions for treatment by the hcp and remained in the hospital for four days for further observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received recurring unspecified lower sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer reduced their insulin medication and began to experience unspecified hypoglycemic symptoms and fell. An ambulance was contacted, and the healthcare professional (hcp) provided the customer with glucose intravenously, but the customer's condition worsened. The hcp obtained an unspecified laboratory result and diagnosed the customer with hyperglycemia. The customer was provided with unspecified infusions for treatment by the hcp and remained in the hospital for four days for further observation. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continue to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and the product, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received recurring unspecified lower sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer reduced their insulin medication and began to experience unspecified hypoglycemic symptoms and fell. An ambulance was contacted, and the healthcare professional (hcp) provided the customer with glucose intravenously, but the customer's condition worsened. The hcp obtained an unspecified laboratory result and diagnosed the customer with hyperglycemia. The customer was provided with unspecified infusions for treatment by the hcp and remained in the hospital for four days for further observation. There was no report of death or permanent impairment associated with this event.